Event description:
The clinical study manager reported that a participant in study (B)(6) had to undergo mobilisation of the knee whilst under anesthesia. It was reported that the participant had bad flexion of the knee due to inadequete physiotherapy. The clinical study manager reported that this was a result fo nausea post operatively.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. If additional information becomes available, it will be submitted in a supplemental report. (B)(4): remains implanted.

Manufacturer narrative:
An event regarding poor range of motion necessitating manipulation under anesthetic involving a triathlon insert component was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The patient was unable to follow post-operative instructions regarding physical therapy which lead to a stiffness problem. A procedure was performed whereby the patient's stiff joint was manipulated under anesthetic. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded that arthofbrosis or stiffness is a common adverse outcome following knee arthroplasty. The root cause analysis shows that arthrofibrosis following knee arthroplasty may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
The clinical study manager reported that a participant in study (B)(6) had to undergo mobilisation of the knee whilst under anesthesia. It was reported that the participant had bad flexion of the knee due to inadequate physiotherapy. The clinical study manager reported that this was a result fo nausea post operatively.